Event description:
Caller reported that the pump unexpectedly displayed the reset screen, but there was no need to plug it into a power source for it to turn back on. The customer experienced a blood glucose level of 561 mg/dl due to the issue and took corrective action by administering a correction injection via multiple daily injections (mdi). Technical support informed the customer that the pump resetting one of its microprocessors was a built-in safety feature and educated them on steps to follow after such an event. The customer understood these instructions and was able to successfully resume insulin therapy without requiring assistance from a third party.